Event description:
It was reported to tyco healthcare/kendall on 12/01/06, that a customer had a problem with a foley catheter. The customer stated, 3 days after they started to use the catheter, the catheter separated in two in the pt's body.

Manufacturer narrative:
Additional detailed info regarding the event and pt condition is being requested from the customer. A thorough follow-up investigation is currently underway. A follow-up report will be submitted upon its completion.